Event description:
It was reported that the tip was fractured. The target lesion was located in the deep vein of right lower limb. A zelantedvt clothunter was used for thrombectomy procedure. During the procedure, the catheter could not be advanced. The device was withdrawn and found that the connection between the tip of the catheter and the guidewire could be moved. After a little pressure, the tip got fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and severe kinks. During analysis, damage was observed measuring from the proximal marker band to 1.5 cm where the hypotube was detached/separated with the jet head/tip completely missing. The supply line was also detached/separated 7 cm from the pump. The device could not be functionally tested due to the extreme damage on the device. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for issues related to a broken/detached hypotube and supply line. Kinks were also confirmed.

Event description:
It was reported that the tip was fractured. The target lesion was located in the deep vein of right lower limb. A zelantedvt clothunter was used for thrombectomy procedure. During the procedure, the catheter could not be advanced. The device was withdrawn and found that the connection between the tip of the catheter and the guidewire could be moved. After a little pressure, the tip got fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.